Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated there was no rv lead damage, there was a suspected perforation with a pericardial effusion. No reprogramming or intervention was performed on either lead. It was reported that the effusion has resolved and there were no further patient complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for low left ventricular (lv) lead impedance. It was further reported there was suspected right ventricular (rv) lead damage. Additional information obtained via follow-up indicated intervention is planned in the future. The lv and rv leads remain in use. No patient complications have been reported as a result of this event.